Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Procedure: hip revision. Patient underwent primary hip replacement on (B)(6) 2001. Revision was performed on (B)(6) 2014. Patient has presented with acetabular liner wear and decision was made to exchange liner and head. Surgeon did not make any comments that reason for revision was due to fault or failure of our prosthesis. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Review of provided patient x-rays found eccentric femoral head loading is confirmed. Polywear after 13 years implantation is not abnormal. Product problem has not been identified. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: hip revision. Patient underwent primary hip replacement on (B)(6) 2001. Revision was performed on (B)(6) 2014. Patient has presented with acetabular liner wear and decision was made to exchange liner and head. Surgeon did not make any comments that reason for revision was due to fault or failure of our prosthesis.